Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemolysis (anemia) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Hemolysis appears to be related due to procedural circumstances and the reported patient effect of anemia appears to be a cascading effect caused due to hemolysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received from an article written about this patient, titled, subacute hemolytic anemia after transcatheter edge-to-edge mitral valve repair: a case report. On (B)(6) 2018 the mitraclip was placed at the commissure. The physicians presume that the residual mr jet through the narrow area between the commissure and the mitraclip had a very high velocity, resulting in a strong collision of the blood flow against the clip, leading to the hemolytic anemia. Besides blood transfusion, on (B)(6) 2018 the treatment given for the anemia was oral iron, folic acid, vitamin b 12 tablets. There was an improvement in the anemia; causes of the improvement were thought to be: 1. At the follow-up visit, mr was worse, but it created a wider area for the jet, which relaxed the blood flow collision against the mitraclip. 2. Over time, the surface of the mitraclip was covered with endothelium, which also relaxed the mr jet collision against the clip. This case report involved a patient that was enrolled in the mitraclip study. From the study, the one-year follow-up showed mr grade 3 and the mitraclip remained on both leaflets. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Article attached: subacute hemolytic anemia after transcatheter edge-to-edge mitral valve repair: a case report. Additional information: event, relevant tests/laboratory data, other relevant history, date rec¿d by MFR.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the anemia which required a blood transfusion. It was reported that on (B)(6) 2018 one mitraclip was implanted reducing the grade 4 degenerative mitral regurgitation (mr) down to grade 3. On (B)(6) 2018 the patient had hemolytic anemia and was re-admitted to the hospital. Blood transfusion, oxygen, and medication were administered. The anemia was thought to be related to the mitraclip caused by a mechanical hemolysis. There was no device malfunction reported. The condition is continuing but the patient was discharged from the hospital on (B)(6) 2018. No additional information was provided.